Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jufy8599 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "rn assessed patient¿s PICC line. External PICC length noted to be 25cm, previously 4cm. Rn noted plastic securement piece of statlock separating from wing bandage and blue pins out of place. PICC line removed and pressure dressing applied. Peripheral ivs inserted for continuation of treatment."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a tricot pad and adjustable posts was returned for evaluation. An initial visual observation showed the retainer of the device was completely detached from the pad. No notable damage was observed on the retainer or the pad. The underside of the retainer was observed to be somewhat tacky. A microscopic observation revealed adhesive on the underside of the detached retainer and within the fibers of the tricot pad; however, it appears that the adhesive did not cure correctly. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "rn assessed patient¿s PICC line. External PICC length noted to be 25cm, previously 4cm. Rn noted plastic securement piece of statlock separating from wing bandage and blue pins out of place. PICC line removed and pressure dressing applied. Peripheral ivs inserted for continuation of treatment."